Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative adjusted the collimator covers as they seemed to be obstructing the collimator. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there was an error initializing collmator. It was noted that it failed. There was no patient present when this issue was identified.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.